Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was some kind of discoloration or stain on the pump touch screen display. The customer reported the display issue has not impacted any interaction with the pump. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy.